Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that there was a fluid pathway leak was observed on the delivery system. Flat wire was found protruding from the delivery system outer shaft. Blood was observed on the outer shaft of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The deployment button was in the deploy position on the delivery system handle. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. Articulation could not be tested due to only a partial delivery system returned. There is a water leak inside of the handle. There is a water leak at the distal end of the t-arm luer inside of the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the leakage of the saline solution was observed from the joint of the end of the handle part of the delivery system. Since the air ingress was not identified, the product was continuously used and leadless ipg was successfully implanted. No patient complications have been reported as a result of this event.